Event description:
It was reported via the ventricular assist device (vad) coordinator that the patient was admitted through emergency department for lethargy and weakness. CT scan revealed a hemorrhagic cerebral vascular accident (hcva). The patient was also found to be coagulopathic upon admission. No lab values were provided. Coumadin was discontinued. Low flow alarms were reported on day four and day five post admission. The patient continues to be hospitalized in the intensive care unit (ICU), but is improving with no residual effect

Manufacturer narrative:
The pump remains implanted and therefore is not available for analysis. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and stroke are known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to a clinical change in the patient status and poor vad filling. Low flow may occur if the alarm threshold is set too close to the average flow. With review of the available information this patient's reported coagulopathy is a factor that appears to have contributed to the event with no indication of any related device manufacturing or performance issues. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Device remains implanted.